Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Mfg. Site name - (B)(4) medical. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-01274 pertains to the first resolution clip device, manufacturer report# 3005099803-2018-01275 pertains to the second resolution clip device, and manufacturer report# 3005099803-2018-01276 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the other two resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Mfg. Site name - freudenberg medical. Investigation results a visual examination of the returned complaint device noted that the clip assembly was half deployed and not returned with the device. The yoke was still attached to the control wire. The control wire was separated from the cross pin and removed from the coil. The set screw was not fully seated inside the cross pin. The proximal end of the control wire was kinked from the set screw. There was a kink in the control wire near the handle and the distal end of the device. These failures are likely due to anatomical/ procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report# 3005099803-2018-01274 pertains to the first resolution clip device, manufacturer report# 3005099803-2018-01275 pertains to the second resolution clip device, and manufacturer report# 3005099803-2018-01276 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip would not deploy. The same issue occurred with the other two resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.